Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 20.0 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 19.5 diopter, monofocal lens model. Due to the exchange of an extended-depth-of-field lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient had blurry vision. The lens was exchanged for an unspecified monofocal iol after the initial implant procedure. Additional information received stating that the lens was exchanged with an non-company lens.